Event description:
The account alleges that a for an outpatient gi procedure for treatment of gerd on a 40 year old patient, an esophyx single use fastener (tif kit) was used for the rebuild of the opening at the top of the patient's stomach to prevent or reduce reflux symptoms or acid going back into the throat or esophagus. A transoral incisionless fundoplication (tif) was planned to be conducted by the gastroenterologist. During the tif, a doctor reconstructs the antireflux barrier and reduces the backward flow of stomach contents into the esophagus by wrapping a portion of the stomach around it. After completion of the procedure, the instrument became lodged within the patient's esophagus and had to be manually removed by a general surgeon. The scope was noted to be outside of device between second point of articulation (or point of movement) with noted break in device as seen by x-ray. Prior to device withdrawal, the egd scope was passed through the distal tip (opening) of the tif kit with the device in fully extended position to allow for safe tif kit removal. Immediately after tif kit removal, an endoscope was advanced into the esophagus that allowed the user to see damage to the patient's esophageal tissue. No obvious puncture was noted, but visualization was limited due to clotting. The scope passed easily into stomach and surgery site was seen to be intact on visual examination. An oral gastric tube was placed to decrease stomach contents. Given that the defect was within the esophagus and the concern for possible perforation, the patient was transferred emergently to another hospital's cardiothoracic surgery department, as the initial hospital does not have a cardiothoracic surgeon on staff. The patient remained stable throughout the procedure and while in ICU prior to transfer.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the complaint database was performed and no similar complaints for this lot number were identified. A review of the device history record was performed and no exception documents were found.